Event description:
It was reported that the patient experienced a possible pericardial effusion. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the number of turns to extend/retract the helix exceed specification and the lead appeared damaged at implant; full lead returned and analyzed.